Event description:
It was reported that the stem and head removed and doctor proceeded to "dismally" fixed stem.

Event description:
It was reported that the stem and head removed and doctor proceeded to "dismally" fixed stem.

Manufacturer narrative:
Updated manufacturing date . An event regarding loosening involving an accolade stem was reported. The event was not confirmed. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: per 127997 was opened to investigate aseptic cup failure. The accolade stem was determined to be a concomitant device. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Product surveillance will continue to monitor for trends.

Manufacturer narrative:
An event regarding loosening involving an accolade stem was reported. The event was not confirmed. Review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: (B)(4) was opened to investigate aseptic cup failure. The accolade stem was determined to be a concomitant device. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Product surveillance will continue to monitor for trends.

Manufacturer narrative:
An unknown head was also mentioned in this report. Based on the vague event description, it cannot be determined which, if either of these devices may have caused or contributed to the patient's experience. The sales rep noted that no other information would be provided per hospital protocol.

Event description:
It was reported that the stem and head removed and doctor proceeded to "dismally" fixed stem.